Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation increasing on its own was unknown, then they stated normal activity. They had an appointment with their healthcare provider (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller stated patient was seen about a month ago for annual check and had been having issues with progressively worsening urgency and leakage for approximately the last 6 months. Caller stated at last check, a year ago, patient was doing well. Caller stated at the appointment, ins was checked with clinician programmer and impedances were normal and battery life was fine with at least 14 months remaining. Caller stated they believed they didn't changed any of the programming at that time but adjusted amplitude and patient has been adjusting amplitude at home as needed and has been doing better. Caller mentioned that when patient adjusts amplitude, it helps but then wears off after about a week. However, patient reported that since being seen, stimulation has increasing on it's own and then will decrease on its own, even when they are not near their patient programmer. Caller stated patient described increased stimulation as a strong sensation in perineal area that isn't painful but right on the borderline of being painful. Patient indicated to caller that this has randomly occurred a couple times and they will check ins with patient programmer and it shows a higher amplitude that they had previously set. Patient denied any trauma/injuries since the appointment a month ago. The caller was not with the patient. No further complications were reported.